Event description:
On (B)(6) 2025, the caregiver reported that during a supply change the ilet ran to approximately 160 units during the fill tubing stage, then displayed "unable to proceed" and alert 41. The caregiver attempted a rewind, but the same alert reappeared. The cartridge appeared to be leaking but was discarded prior to the call, and the lot number was unavailable. The device was restarted successfully, but attempts to rewind again resulted in the same alert. Blood glucose was recorded at 251 mg/dl due to being disconnected during troubleshooting. The user reverted to multiple daily injections for insulin delivery. A replacement ilet was processed. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.